Event description:
A malfunction alarm 20 was reported during the loading process of a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Tandem technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. The customer was also given instructions to put the pump into storage mode and return it with a pre-paid label within 10 days, which they understood and acknowledged.